Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: did the needle pulled off during use on the patient? Or did it pulled off during handling or dispensing from package? When handling before use were there any patient consequences? No. What was used to complete the procedure? Another device. Procedure name? Unk. A manufacturing record evaluation was performed for the finished device lot, and no non-conformance's were identified. Investigation summary: the product was returned to ethicon inc for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that one opened sample of product code fz318 was received for evaluation. Short insertion could be observed in the strand. The visual inspection concluded that the needle/suture combination was detached from the needle, since the insertion end of the suture did not meet the requirement. This defect is caused because the insertion of the suture in the needle was insufficient from keep the needle/suture union during transportation or use, resulting in a pull-out defect. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. Based on the information currently available, the pull-out was identified during the investigation of the sample received. This product issue will be addressed through ethicon inc¿s quality system. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance. Device history lot: a manufacturing record evaluation was performed for the finished device lot number: qmmaxp /fz318h, and no non-conformance related to the reported complaint condition were identified.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2021 and suture was used. During evaluation of the returned device, it was noted that the suture had a short insertion. The customer did not use the device. Additional information was requested.